Event description:
A malfunction alarm identified as "malf 1" was reported, and there were no notable events before the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for the customer to receive a replacement pump and instructed them on returning the defective pump. The customer was advised to use an alternative insulin delivery method to ensure continuous treatment and was provided with guidance on steps to follow upon receiving the new pump.